Event description:
It was reported that during the procedure, the device had a low energy, with a maximum of 20 watts. There were no patient complications.

Manufacturer narrative:
The console device was not returned to the service center but was serviced on-site at the customer's facility by a field service engineer (fse). The fse confirmed the reported issue of the device low power. A test was performed and revealed a spot in the center of the first high reflective lens. All other functions of the equipment tested normal. Replacement of the high-reflective mirror was recommended to resolve the issue. The malfunction found could have affected the device performance, leading to the event experienced by the customer. The device history record (DHR) and service history record (shr) indicate that the p50 was installed on 19apr2016, and this event occurred 2 years after the system installation. After this period, component wear, failure or damage is possible based on product use. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation, which indicates that an expected or random component failure was identified without any design or manufacturing issue.

Event description:
It was reported that during the procedure, the device had a low energy, with a maximum of 20 watts. There were no patient complications.